Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device provided a "cable not recognized" message when they were attempting to use it on a patient. In this state the device would not be able to deliver defibrillation therapy if needed. The customer obtained a back up device and was able to deliver defibrillation therapy to the patient using the back up device. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device provided a "cable not recognized" message when they were attempting to use it on a patient. In this state the device would not be able to deliver defibrillation therapy if needed. The customer obtained a back up device and was able to deliver defibrillation therapy to the patient using the back up device. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.